Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alleged under delivery also they experienced high blood glucose. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. Customer was using auto mode. Customer declined troubleshooting. The insulin pump and reservoir will not be returned for analysis.